Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during catheter maintenance, the connection at the rear end connector broke, necessitating removal of the catheter and reinsertion of a new one. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken groshong extension tube is confirmed and was determined to be use-related. One 4 fr groshong nxt clearvue catheter and one photograph were returned for evaluation. A visual observation of the physical sample revealed the catheter was returned with the extension tube of the two-piece connector assembly detached from the white collar. Use residue was observed on the sample. A microscopic observation revealed the tube appeared to be fractured, as part of it was found within the white collar. The fracture surface was observed to be granular and smooth, and the edges appeared to be clean and even. These findings suggest the extension tubing experienced a tensile break due to over stretching. This complaint will be recorded for future trending and monitoring purposes.